Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead.

Event description:
Trial patient was complaining that the device was not working. They were not feeling stim even set to the highest 7.0. Patient had changed from right to left side, highest setting 6.9 and they barely felt anything and still having the same symptoms. Patient was advised by both representative and doctor that it seemed the leads have shifted and they now had a follow up on (B)(6) 2017 where they believed the leads will be re-done. Additional information received as patient was not always feeling stimulation on right and left side. Patient felt it intermittently. Patient started on the left and they were now on the right side at 5.6. Therapy was on. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.